Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue and difficulty removing the cds. There is no indication of a product issue with respect to manufacture, design, or labeling. Code 1528 was added.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, clip delivery system (cds) was inserted into the guide, m-knob was added, and it was determined that clip was going in a wrong way. It was attempted to remove the device but was having trouble getting it into the guide. Trouble shooting steps were performed and was able to get the clip into the guide and the clip was removed. Physician decided to replace it with the new clip. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.